Manufacturer narrative:
Physio-control evaluated the customer device and duplicated the reported issue. It was reported that the issue occurred when customer was trying to transmit data after patient use, therefore there would have been no adverse consequences. The issue was isolated to the system pcb, but due to part obsolescence, the device cannot be repaired and a loaner unit was provided to the customer.

Event description:
Physio-control received a report that the unit was froze on the system check screen with the service light on. Tried taking the batteries out and it was still frozen." There was no report of patient harm associated to this event.